Event description:
It was reported that a burr was stuck in the lesion. A 1.75mm rotalink plus was being used at 200,000 rpm in a non tortuous and strongly calcified right coronary artery. The rotalink plus then became stuck within the lesion. The physician did not want to damage the vessel so the patient was transported to a different hospital to undergo cardiac surgery. Upon arrival at the other hospital no surgical removal was required, the physician was able to pull the device out without complications to the patient. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).